Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the right coronary artery (rca). A choice guide wire was advanced to the lesion. However, the distal tip of the guide wire was detached and was stuck in an unknown stent which was implanted for an unspecified number of years. The distal tip of the guide wire was not removed and was left in the rca. The procedure was completed with this device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).